Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge was cracked and leaking. Customer's blood glucose level was between 400 and the 600s mg/dl with moderate ketones. Customer changed the cartridge and delivered a bolus to address the event and elevated blood glucose level.